Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. The customer's blood glucose was 190 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.